Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2006-01664, 6000089-2006-01665, 6000089-2006-01667. It was reported that 168 days after a coronary drug eluting stenting treatment procedure, the patient required a target lesion reintervention (tvr). Lesion 1 was a 2.5mm, 90% stenosed, 45mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilation and successful placement of three taxus liberte' (2.25x24mm, 2.25x20mm, 2.50x20mm) drug eluting stents in the target lesion. Lesion 2 was a 2.5mm, 91% stenosed, 13mm long portion of the distal circumflex (dist cx). The physician treated the lesion with direct stent placement of a taxus liberte' 2.50x16mm drug eluting stent in the target lesion. Lesion 3 was 3.0mm, 81% stenosed, 21 mm long portion of the mid coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.00x24mm drug eluting stent in the target lesion. Lesion 4 was a 3.5mm, 82% stenosed, 9mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.50x12mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged 2 days later on plavix and aspirin. About 168 days after the initial procedure, the patient required a tvr. The physician treated the mid lad with angioplasty and placement of a johnson & johnson cypher stent in the mid lad to treat in-stent restenosis. The physician also performed a tvr on the dist cx. Angioplasty was performed and a johnson & johnson cypher stent was placed to treat in-stent restenosis. In the opinion of the physician, the relationship of the tvr's to the taxus liberte' stents was definitely related. This product is only ous approved but is similar to a marketed us device.